Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Event description:
During a shoulder instability procedure it was reported that two sutures broke. The sutures were passed through the labrum but then broke while the surgeon was tying the knots. The anchor was intact and was left embedded within the bone; the suture was removed from the patient; the surgeon placed an additional anchor utilizing a new hole. The procedure was completed successfully with a ten minute delay and a backup device. There was no patient injury or complications. Both sutures were disposed of by the facility and nothing will be returning.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).